Manufacturer narrative:
(B)(4). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the tibial articular surface provisional fractured in two while trialing the knee. No reported patient impact or injury.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h5, h6, h8, and h10 no devices were received. Photograph provided shows that the device is fractured. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - provisional bottom

Event description:
No further event information available at the time of this report.